Event description:
It was reported that cartridge alarm 20 occurred during pump use and that caller had experienced cartridge alarms with consecutive cartridges, although this alarm did not happen during the loading process. There was no adverse impact to the customer's blood glucose level. Caller was assisted by technical support in loading a new cartridge using proper technique, successfully resumed insulin therapy, and pump replacement was arranged.